Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-12990 knee scorpions top jaw broke off. This occurred during an unknown case, with no patient effect reported. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the upper jaw is missing. The broken jaw was not returned for evaluation. The cause of this remains undetermined, however a probable cause is user applied mechanical forces during use.